Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the elevated impedance has been linked to the device, but cannot be determined more specifically, as only non-destructive analysis could be performed on this device due to a legal hold. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was unable to be interrogated and a review of memory files prior to explant was performed, which appeared to show normal device function, despite elevated impedance measurements. However, destructive analysis was unable to be performed due to a legal hold. Therefore, the "cause linked to device but unable to trace more specifically" investigation conclusion code was selected for this event, as the root cause of the clinical observations was unable to be determined. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the root cause of the elevated impedance has been linked to the device, but cannot be determined more specifically, as only non-destructive analysis could be performed on this device due to a legal hold.

Event description:
It was reported that a remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD) indicating that the shock impedance was high and out-of-range (greater than 400 ohms). Boston scientific technical services (ts) was contacted and provided thorough steps for assessing the electrode integrity in-clinic, via provocative maneuvers, isometrics, and diagnostic imaging. The patient was subsequently seen in-clinic, where x-ray imaging was taken and no signs of a lead fracture were observed. Additionally, the impedance was observed to be in-range during testing (60 to 70 ohms). Nevertheless, the physician elected to explant and replace the s-ICD system to resolve the event, and no additional adverse patient effects were reported. The explanted system was returned for analysis.

Event description:
It was reported that a remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD) indicating that the shock impedance was high and out-of-range (greater than 400 ohms). Boston scientific technical services (ts) was contacted and provided thorough steps for assessing the electrode integrity in-clinic, via provocative maneuvers, isometrics, and diagnostic imaging. The patient was subsequently seen in-clinic, where x-ray imaging was taken and no signs of a lead fracture were observed. Additionally, the impedance was observed to be in-range during testing (60 to 70 ohms). Nevertheless, the physician elected to explant and replace the s-ICD system to resolve the event, and no additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.